Event description:
Additional information received indicated the device was later explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of a loss of bluetooth low energy (ble) telemetry was confirmed. Based on the information provided, it was confirmed that the ble was disabled due to a device anomaly.

Manufacturer narrative:
The reported field event of bluetooth (ble) telemetry anomaly was confirmed. The cause of the ble telemetry issue was due to an anomalous crystal oscillator.

Event description:
During an in-clinic follow-up, the device was unable to be interrogated via bluetooth low energy (ble) telemetry. No intervention was performed at this time. The patient was in stable condition.